Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the pulse generator exhibited noise. The noise could not be reproduced. No intervention was reported. The patient was stable and would continue to be monitored.